Event description:
The customer reported that one of the stickers on the insulin pump fell off. The reported blood glucose reading was 117 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a missing end cap sticker. The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. The insulin pump alarmed no delivery outside of the specification range due to a faulty force sensor. No moisture damage was noted on the electronic assembly or the motor.